Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be field as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. Additional info has been requested and confirmed to not be available. (B)(4).

Event description:
A clinical manager reported that the gas bubble instilled during three separate pneumatic retinopexy procedures only lasted for one to two days in duration. Patient impact is unk. Additional info has been requested. Additional info was received by the reporter who clarified that there was no impact to any patient as a result of the bubbles' short duration time. No further patient or event info can be anticipated.